Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture in all pacing configurations. An x-ray was performed and lead dislodgement was confirmed therefore, the physician deactivated the lv lead. The product will likely be repositioned in the future. No adverse patient effects were reported. This product remains implanted.